Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to access the fill tubing option during the load sequence. Reportedly, the customer fills the cartridge with more than 3 days worth of insulin and does not change supplies until all insulin in cartridge is depleted. The customer abruptly ended the call with tandem technical support and no additional information was provided. There was no reported adverse impact to the customer's blood glucose level.